Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Tube clip broke on the upper right side. So a piece is missing. Material weakened, and therefore, no longer usable.

Event description:
Tube clip broke on the upper right side. So a piece is missing. Material weakened and therefore no longer usable.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device received was found to be broken around the region from where the set screw is inserted. The breakage is clean and smooth. No sign of any significant deformation is visible; therefore, it can be said that the breakage was instantaneous possibly due to a sudden high force. The chipped off was not available for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and the pattern of breakage the failure is attributed to a combination of two factors, sudden application of high load during previous surgery leading to instantaneous breakage and residual stress due to repeated cycles of reprocessing which renders the material weak over a period of time. Both the factors are user related. If any further information is provided, the complaint report will be updated.